Manufacturer narrative:
On initial MDR the evaluation codes of 3221, 4315 was an error. It should have been 114, 4310, 19 on the original MDR. The product was not returned for analysis. The complainant indicates the use of non-company injector which is not qualified for use with associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, scratch or foreign material on the surface of the inserted intraocular lens after surgery, the sample was not available as lens remained in the patient's eye. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).